Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy procedure, while on the lung lobe, the device¿s green button was pressed but the handle was unable to be squeezed, the stapler fired but had poor staple formation. No patient injury.